Manufacturer narrative:
Qn#(B)(6) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "renal unit complained that patient can only dialyse for 2 hours then the machine would 'error air' this happened on all 3 occasions after the patient started dialysis. This catheter has only been placed a week or more ago." No patient harm reported. A hub replacement was done and the issue resolved. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "renal unit complained that patient can only dialyse for 2 hours then the machine would 'error air' this happened on all 3 occasions after the patient started dialysis. This catheter has only been placed a week or more ago." No patient harm reported. A hub replacement was done and the issue resolved. The patient's condition is reported as fine.